Manufacturer narrative:
Initial and final MDR (b)(4 MDR . - device 2 of 2. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 18-mar-2026 this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary this investigation has been updated because the malfunction code changed from tubing connector detached from infusion set (cannula part/base piece) to leak between tubing and site connector - detachment / significant wetness, which requires additional activities not included in the original investigation dated 06-dec-2023 the original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system search: a query was run in the eqms on 17/mar/2026 against lot number 5397747 and similar malfunction codes: tubing connector detached from infusion set (cannula part/base piece), leak between tubing and site connector - detachment / significant wetness the review confirmed that lot 5397747 and the identified failure mode are not associated with any non conformance report or corrective and preventive actionof the same or similar nature. Similar complaints search: a query was run in the eqms on 17/mar/2026 against lot number criteria equal 5397747 and similar malfunction codes: I tubing connector detached from infusion set (cannula part/base piece), leak between tubing and site connector - detachment / significant wetness the number of complaint is 1. The complaint number is complaint (B)(4). Device history record review: the lot 5397747 was manufactured according to work instruction version 87 and manufactured in the m10 line on 04/oct/2022 with a total of (B)(4) units. The sub-assembly: welding lot 5404344 was manufactured according to the work instruction version 28 and assembled in line ls24-ls25, on 02-oct-2022, with a total of (B)(4) units. Lot 5404345 was manufactured according to the work instruction version 28 and assembled in line ls06-ls07 ans ls11, on 03-oct-2022, with a total of (B)(4) units. The sub-assembly: gluing connector lot 5398776 was manufactured according to the work instruction version 34 and assembled in pegado03, on 03-oct-2022, with a total of (B)(4) units. Lot 5403512 was manufactured according to the work instruction version 34 and assembled in pegado03, on 02-oct-2022, with a total of (B)(4) units. Lot 5403513 was manufactured according to the work instruction version 34 and assembled in pegado03, on 03-oct-2022, with a total of (B)(4) units. Lot 5403514 was manufactured according to the work instruction version 34 and assembled in pegado03, on 04-oct-2022, with a total of (B)(4) units. The sub-assembly: gluing tube lot 5403990 was manufactured according to the work instruction version 54 and assembled in sc05-sc06 line, on 30-sep-2022, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. During the review, an extended was identified, which was generated during outgoing test 9 due to contamination found in one of the samples, consisting of delaminate tape. All required in[?]process and final tests were completed and met specified requirements. No additional deviations or maintenance events were identified that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Complaint investigation results: the investigation for this complaint was previously completed on 06-dec-2023 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified one related complaint for lot 5397747. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full device history record (DHR) review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Complaint unconfirmed: following investigation, the malfunction remains unconfirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusionset tubing detached from connector event on (B)(6) 2023. The infusion set was used for twenty-four hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.